Manufacturer narrative:
Method - record review, dimensional measurements. Results - a review of the manufacturing records indicated all device specifications and quality requirements were satisfied. A visual examination of the lumen revealed a hole where it enters the hub. The lumen was cross sectioned and measured below the hole. All measurements were within the dimensional specifications. We are unable to determine the cause or factors that may have contributed to this event.

Event description:
It was reported that the catheter cracked near the hub and it was leaking blood.